Event description:
On 09/13/1999, the facility's nurse informed the manufacturer's (MFR) sales representative of the following: the catheter was removed due to a leak at the junction of the extension leg and luer lock. According to the nurses, the luer lock was never dislodged from the catheter. No further details were provided.